Manufacturer narrative:
Testing and investigation found when on battery power a power loss occurred when the device was knocked on the bench. During testing the device displayed power loss and sounded a short chirping tone prior to power loss. This was found to be due to etching on the positive battery contact of the middle printed circuit board which caused intermittent contact between the disposable batteries and the positive battery contact. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing at the user facility, while on battery power the device powered off by itself without sounding an audible alarm. There were no reported adverse pt events and no reported delay of therapy while the device was in the clinical setting. No add'l info was provided.